Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-07122, 1225714-2014-07123 and 2937457-2014-01875.

Event description:
Additional information received noted that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2012 after the use of the product